Event description:
It was reported, the surgeon experienced a post suture loop around the posterior commissure tent post during implant. Reportedly, the tricentrix holder was properly deployed, and the valve was handed to the surgeon. The surgeon performed a noneverting suture technique. He observed increased drag while suturing and parachuting the valve down to the mitral annulus, especially around the elevations. He also noted that the sewing ring cloth snagging around the posterior commissure. Reportedly, the anterior commissure post suture loop was discovered during echo. The surgeon was able to correct the suture loop over the posterior commissure stent post intraoperatively.

Manufacturer narrative:
Device not returned.